Manufacturer narrative:
(B)(4). Approximate age of device- 2 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with a gastrointestinal bleeding (gi) and admitted on (B)(6) 2018 ; however scoped showed no findings and the patient was given blood products and discharged on octreotide. Another scope performed on (B)(6) 2018 showed no findings. The patient was instructed to follow up with diuretic clinic and will work with infusion clinic to get transfusions and to keep patient out of the hospital. No further information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.